Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Event description:
A 26 year old male with cardiomyopathy presented for impella support. The user facility reported that the patient developed an access site bleed and hematoma coinciding with impella support. A washout was performed at the right axillary site to treat the noted condition. Impella support continued following the intervention.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis. The clinical report was evaluated and it was determined there were insufficient details. The root cause for access site bleeding is undetermined since neither the product nor sufficient clinical information were provided. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿